Manufacturer narrative:
(B)(4). H3- the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that at the end of the case the surgeon attempted to insert the polyethylene articular surface into the tibial implant and had a problem getting the dovetail to engage. Upon further inspection, it was discovered that it looked misshapen. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned product/provided pictures identified signs of use and dovetail feature was compressed and flared. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in in persona personalized alignment total knee arthroplasty surgical technique (1578.2), page 57. The root cause is attributed to a failure to follow instructions. Complaint was confirmed based on the product evaluation. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.